Event description:
Report received form (B)(6) stating that the attachment "adjustable part slides during use." The device was not being used during surgery. It is unk if injury or medical intervention occurred. It is unk if a delay in surgery occurred as a result of the device issue. There was no additional information provided.

Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).